Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with sensor error. The customer's blood glucose level at the time of incident was 230mg/dl. The customer state their level rose to 530mg/dl, but their sensor reading was in the 200mg/dl. Troubleshoot was conducted. The cannula on the sensor was noted to be bent. The customer was advised the sensor would be replaced and returned for analysis.